Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx (B)(6). Aneurysm and vessel morphology at the time of implant were not reported. There has been disease progression, as the neck had dilated to 32 mm in diameter; there was also a type ii leak from the lumbar arteries and possibly from the ima which enlarged the aaa sac. It was reported that a recent CT demonstrated that the stent graft has migrated into the aneurysm, resulting in a proximal type I endoleak. The physician implanted an endurant aortic cuff and the migration and endoleak were successfully resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (stent graft migration, endoleak); (disease progression with aortic neck dilatation, type ii endoleak). Conclusion: (disease progression with aortic neck dilatation, type ii endoleak).